Event description:
It was reported that a patient was revised due to a broken liner.

Manufacturer narrative:
The polyethylene liner and an unidentified lock ring were returned for review. Visual inspection determined that the liner had approximately half of the rim feature fractured off. The .280" diameter boss was partially missing. The ring was returned deformed. Both devices exhibit damage too severe for dimensional analysis. Device history records for lot code associated with the liner were reviewed with no deviations or anomalies in the manufacturing process noted. The reported device is used for treatment. Review of the complaint history for lot code associated with the liner identified no prior complaints. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. With the information provided, a specific cause could not be determined.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.